Manufacturer narrative:
(B)(4). Lot number 1388002 was provided for the device but did not populate as valid device information. As device was implanted at the same time as the contralateral side device, this device has been captured in this record as a 410 cohesive silicone gel filled breast implant. DHR request pulled information for different device information, the lot number is deemed not correct for device in question. A review of the device history record for the lot number provided has been completed. Device information gathered does not match device description provided by patient representative. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be performed. No additional information is available at this time. The reason for reoperation: bia- alcl. Physician information not provided. Contact information for patient representatives: (B)(6).

Event description:
Patient representative reported "bia-alcl, stress, shock, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability, pain in breasts, chronic pain, abdominal pain, swelling , headaches, anxiety and stress against right side breast implant device. No pathological markers have been provided. The events of "depression, abdominal pain, headaches, shock, loss of apatite, fever, insomnia, fatigue, stress, loss of cognitive ability" are not considered device related. Device has been explanted.